Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The microswitch was replaced.

Event description:
The hospital reported that, during a case, the bag/vent switch was not functioning as expected. There was no reported patient injury.